Event description:
It was reported that during a "regular" follow-up the atrial pacing lead had an impedance greater than nine thousand, nine hundred and ninety-nine ohms, noise, oversensing and undersensing. The physician reprogrammed the pacing mode to vvi; thereby, electrically removing the atrial lead from the pacing circuit. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.